Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the impedances had been checked post-op and were all green. The representative was programming the patient and got an out of regulation message so she checked the impedances and contact 0 was red while 5, 6 and 11 had high impedances. The representative was going to try reprogramming around the electrodes with high impedance and was going to compare the impedance results from the session on the day of the call with results when they see the patient in another two weeks for a post-op checkup. No patient symptoms reported. Additional information was received from a manufacturer's representative (rep). It was reported that 5 and 6 had impedances of 40,000. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-jan-03. It was reported that the rep met with the patient on 2017 (B)(6) at her two-week post op appointment and the impedances were all below 1000 ohms and she was receiving appropriate therapy. There were no further complications reported related to this event.